Event description:
The customer reported the system is displaying high ma errors when attempting to fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the filament driver board. System operates as intended. (B)(4).